Event description:
It was reported that a catheter revision was being performed and they were to rule out infection at the pump pocket site. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the pump was removed and a new pump was installed on the "opposite side" along with new proximal catheter. This was due to "failure for wound on pump site to heal". The pump was infusing gablofen. Please note that the pump manufacturing information changed due to additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Further information was reported that the infection was further clarified as (B)(6), and the patient was hospitalized for quite some time. The patient was having issues with the pump for awhile; the first pump was removed and the second pump was also removed not long after because of the (B)(6). The pump was good for the patient, but was now taking tablets three times a day.

Manufacturer narrative:
(B)(4).